Event description:
The customer reported that the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The smart power switch board and the power switch were replaced during the service call. The system was tested, found to be working as intended and returned to service.